Event description:
It was reported that the two right ventricular (rv) epicardial leads that were adapted together and were oversensing twaves. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2013; 4968-35 lead, (B)(6) 2013. (B)(4).